Event description:
During a standard dental treatment on tooth #4, the handpiece got hot and burned the patient on the lip to the size of the back cap. Nothing was prescribed or given to patient.

Manufacturer narrative:
The analysis did show that the head had a dent. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore, increase of temperature. It did also show that the bearings have been gritty. The dent shows that the handpiece received a strong hit, e.g. A drop during reprocessing. The condition of the bearing is the result of the wear process. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 year presumption rule.